Event description:
Customer alleged that they have a viking s that the mounting plate to hold the handles in place will not stay tight. They have tightened the bolts and it kept coming loose. Now the bolt will not stay tight to the mast. No injury reported.

Manufacturer narrative:
Replacement mast sent to customer to resolve this issue.